Event description:
The consumer reported five (5) false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer stated that she and her daughter were exposed to covid, so they isolated themselves for 5 days, and took the binaxnow test for 5 days continuously and got negative results each time. On (B)(6) 2022, she tested again with antigen test and got negative and on same day her daughter tested positive for covid with pcr test. This MFR. Report addresses test two (2) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported five (5) false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer stated that she and her daughter were exposed to covid, so they isolated themselves for 5 days, and took the binaxnow test for 5 days continuously and got negative results each time. On (B)(6) 2022, she tested again with antigen test and got negative and on same day her daughter tested positive for covid with pcr test.this MFR. Report addresses test two (2) of five (5) tests. No additional patient information, including treatment and outcome, was provided.